Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at the beginning of normal generator change out procedure, the right ventricular lead was damaged causing high impedance and capture threshold. The lead was capped and replaced on (B)(6) 2019. The patient was stable.